Event description:
It was reported that shaft break occurred. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation; however, it was noted that the balloon delivey shaft was fraqctured. The device was completely removed and the procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded with a product mandrel in the wire lumen. There were numerous hypotube kinks. The hypotube was separated 73.5cm from the hub. The separated ends of the hypotube was ovaled indicating the hypotube was kinked prior to separating. The reported break was confirmed.

Event description:
It was reported that shaft break occurred. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation; however, it was noted that the balloon delivery shaft was fractured. The device was completely removed and the procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.